Event description:
The sagittal saw blade broke into two pieces while the surgeon was removing hardware from the femur. Both pieces were identified and successfully removed from the surgical field. There was no injury to the patient.